Manufacturer narrative:
A replacement pump was sent to the customer to help resolve the issue. The customer was contacted on (B)(6) 2017 by a medela clinician and stated that she had taken dicloxacillin 500 mg 4x a day for 10 days and she was no longer having any signs or symptoms of mastitis however her replacement pump was not working for her. The product involved in the complaint was returned for evaluation/investigation on 02/28/2017. The evaluation revealed that the product passed all functional tests. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in ir14-(B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported on (B)(6) 2017 that she had low suction with her freestyle and she had mastitis and was seen by a doctor.